Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the device was received for evaluation. Visual inspection revealed signs of activation at the active tip. There was also procedural debris found at the active tip and in the suction port. There was saline residue within the suction tube. The shaft of the device was also found to be slightly bent. The device was connected to a test generator and all correct defaults were displayed on the generator. The cut and coag modes were both tested 5 times each with 5-second activations per test. No functional issues were identified during the testing. The device was forwarded to the supplier for further investigation and suction testing. The device passed all electrical and functional testing. The device was then opened to check for blockages, however no obvious signs of obstruction were present. The device handle was submersed in water and a positive pressure applied to identify leaks. A leak was identified at the flow control valve. The root cause of the suction issues cannot be directly determined. However one possibility is that the suction port can become clogged if the device tip is buried in an excess amount of tissue, creating blockages. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 1 other dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The affiliate reported via email upon the beginning of use, the aspiration system was clogged. It was impossible to use it despite attempts to unblock it with physiological serum. No patient consequence. Device replaced.